Event description:
The customer reported that she replaced the battery in her insulin pump, received an unexpected restart alarm, and everything was reset. The insulin pump was stuck in a fill tubing mode and the customer could not alter the time. Assistance was provided to program time and date. The customer stated the insulin pump was not stored or not in use for an extended period of time. Her blood glucose was 171 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.